Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the tip of the electrode array had folded over inside the cochlea resulting in the decision to explant the device. It is unknown whether there are plans to reimplant the patient with another device.

Event description:
The customer reported a button error alarm and a frozen screen. The customer changed the battery, but the screen remained frozen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B)(4).